Event description:
Reported alleged the needle that is a part of the softclix plus lancing sytem used in finger-stick blood glucose testing protrudes outside the device cap and will not retract. No report of actions or treatment. Customer stated a relative threw the system; therefore, no product will be returned for eval.